Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Further investigation pending product return.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Further investigation is underway.

Event description:
The user facility in (B)(6) reported a plastic particle appeared during infusion into patient¿s eye. The surgeon removed the particle. The particle origin is unknown. Another pack was opened and the surgery completed. There was no clinical consequences as a result of this event. The product is available for investigation. No further information provided (lot number will be provided).